Manufacturer narrative:
Medical records and medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the caval wall. Approximately four years eleven months post filter deployment, CT scan demonstrated filter struts perforating the aortic wall, duodenum and l3 vertebral body. There were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. However, medical records and images were provided for review. There was no specific deficiency alleged in the provided medical records. Images show some filter limb perforation. Therefore, based on the images the investigation can be confirmed for perforation of the ivc wall. The investigation is inconclusive for any alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported after an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the caval wall. Approximately four years eleven months post filter deployment, CT scan demonstrated filter struts perforating the aortic wall, duodenum and l3 vertebral body. There were no reported attempts made to retrieve the filter. There was no reported patient injury.